Event description:
It was reported that high impedance was seen on a patient's device. Multiple attempts for relevant information were made, but no revlevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
MFR report #: supplemental MDR #1 inadvertently was reported under 1644487-2018-01955 instead of 1644487-2018-01904, and was submitted on 10/31/2018. Describe event or problem, corrected data: initial report did not include information regarding x-rays taken and reviewed for patient's lead by their neurologist. This information was inadvertently sent in follow-up report #01 and reported under MFR. Report#1644487-2018-01955 on 10/31/2018. Type of report: this report indicates that the type of follow-up report is follow-up #01, but is actually follow-up #02. The follow-up #01 report was inadvertently reported under MFR. Report# 1644487-2018-01955. Type of report: this report indicates that the type of report is follow-up #01, but is actually follow-up #02. The follow-up #01 report was inadvertently reported under MFR. Report# 1644487-2018-01955.

Event description:
Information was received that the patient underwent generator and lead replacement due to high impedance. The facility at which the devices were explanted is historically a no return site. No other relevant information has been received to date.